Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 547 mg/dl. The customer stated that had not worn pump all day. The customer stated that he just gave bolus of 25 units. The customer also reported via phone call that his sensor was doing meter blood glucose now. The customer was advised to allow sensor and set to start working and if sensor continues or blood glucose stays high to call back.